Event description:
It was reported during remote follow up that the right ventricular lead exhibited oversensing due to noise. Programming changes were made. There were no patient consequences.

Event description:
Additional information received noted that the right ventricular lead was capped on (B)(6) 2025.